Event description:
It was reported that the customer's insulin pump had been alarming lost sensor for a month. The customer's blood glucose was 202 mg/dl. Troubleshooting for the lost sensor was done. Explained that the alarm may have been caused by distance or orientation. Advised to reorient or relocate the receiving device. Advised to call back if the issue reoccurs. Troubleshooting could not be completed because the call was disconnected. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.